Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a homechoice automated pd set with cassette leaked. This was observed while setting up the device. There was no patient injury or medical intervention associated with this event. No additional information is available.